Manufacturer narrative:
The revision reported was likely the result of prosthesis wear over the course of 10 years, which led to fracture of the posterior medial aspect. Possible causes for polyethylene wear include high contact stress during knee flexion and extension, patient-related factors, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. H6: corrected investigation clinical codes.

Event description:
It was reported a patient underwent a right knee revision procedure approximately some unknown months after a total knee replacement surgery. The patient experienced pain and osteolysis. The surgeon reported the knee insert was broken and all components were removed and replaced with a different (unknown) construct. No surgical or medical interventions were reported. The patient was last known to be in stable condition. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 200-25-11 - cr tibial insert sz 5, 11mm (B)(6) 201-46-10 - holding pin headless 3" (4 pk) (B)(6) 204-04-55 - trapezoid tibial tray sz 5f/5t (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 230-03-05 - optetrak asy,cr cemented femoral, sz 5, (B)(6) 620-00-02 - platelet rich plasma kit with spray tips (B)(6) 620-11-02 - accelerate conc. Sys rep by 620-12-02. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.